Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure to treat an unspecified peripheral artery with heavy calcification, a 4.0x60 mm armada 35 pta catheter was advanced and the balloon was inflated; however, the balloon ruptured at an unknown pressure below rated burst pressure. The pta catheter was simply withdrawn from the patient anatomy and replaced with a new same size armada 35 pta catheter to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.